Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7310963. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an epidural hematoma at the thoracic spine following the trial and presented with leg weakness. It was noted that the patient had been on blood thinners, which were held during the trial. The physician believed that the hematoma occurred during the lead removal. The patient underwent a laminectomy and was doing well. The trial leads were retained by the medical facility.